Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: investigation revealed an intact keypad cover with intermittently responsive up, down and ok buttons. Upon removal of the keypad cover, no contamination was found under the contacts. The pump was opened to inspect the keypad flex and the keypad flex connector was found to be partially open. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/02/2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, down and up buttons were under-responsive to user presses. This complaint is being reported because the alleged issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.